Manufacturer narrative:
After multiple attempts to obtain more information regarding the incident, additional information has not been provided and the device has not been evaluated by philips as of the date of closure of this complaint, therefore the cause of the issue could not be determined. Philips considers that the device remains at the customer site.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation. Additional information has been requested.

Event description:
The customer reported that a patient death occurred on the morning of monday, (B)(6). The customer requested that the device be evaluated by philips as they are unable to view trends. The device was being used for multiparameter monitoring of an (B)(6) patient. Upon hearing a light ring, the staff entered the room and noticed that the patient had expired. The staff looked at the monitors' history for trending of the patient's vital signs but did not find any.

Manufacturer narrative:
The device was returned to philips bench for evaluation. Based on the testing, the vm6 is working according to its specification, no visual damage or hw/sw issue were found during the tests period. The actual logs do not show any indication of a malfunction. Retrospectively old logs cannot be restored and are cleared during upgrade procedures. Sw has been upgraded from a.01.60 to a.03.79. Therefore, there is no analysis possible for log entries happen in the past with the previous sw revision. Based on the current assessment the device works as specified and no malfunction was detected.